Manufacturer narrative:
Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use(IFU), manufacturing instructions, and quality control data. One device was returned to the manufacturer for investigation. The returned packaging confirms the lot number. The device was returned with the handle in the closed position and the basket formation in the open position. Mlla [male luer lock adapter] is tight. Collet knob is tight and secure. Visual exam notes no kinks in the basket sheath. Support sheath is slightly bent, possibly from the position the device was returned. Three wires were pulled out of distal cannula and wire covers were damaged. Functional testing determined the handle actuates the basket formation. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history revealed no additional complaints associated with the complaint device lot. The IFU provides the following information to the user related to the reported failure mode: caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. A review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. To conclude the returned device was found to have had all 3 basket wires pulled out from the proximal end of the basket formation. The plastic wire covers were also found to be damaged. The provided information stated the issue was discovered before the device was used. The functioning of the device basket is verified multiple times during manufacturing and during quality control checks before the device is packaged. A cause for the observed basket damage could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Initial reporter occupation: non-healthcare professional. PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is reported during a kidney stone removal procedure using a ngage nitinol stone extractor, the doctor opened the device package, "when he extended the basket he noticed that one of the basket wires was broken." This device never made contact with the patient. "They opened a new one & it was fine." This issue delayed the case by less than 5 minutes. No adverse effects to the patient have been reported as a result of this alleged product malfunction.